Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed for the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that within three months time the pacemaker battery longevity had decreased from 10 years remaining to 7.5 years remaining. Engineering reviewed the data stored on the remote home monitoring website and confirmed that the device's battery power consumption was steadily increasing. Device replacement was recommended. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.